Event description:
The pump was returned for investigation. Investigation revealed contamination was found on the sensor plate. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4)2012, with the following findings: the pump powers up normally, but was not able to recognize the cartridge during a load step attempt. The force sensor calibration reading is below specifications. There was contamination found on the force sensor plate. Force sensor resistance is out of specifications. Device history record review was conducted on (B)(4) 2012, with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.